Manufacturer narrative:
Patient/user involvement: patient information has been requested; none has been provided. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received. The facility biomedical engineer confirmed the reported issue. The manufacturer's technical support technician recommended the data acquisition pcb to motor controller pcb cable be replaced to address the finding.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm reported.